Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set leaked. It was further specified that the nurse saw fluid leaking before opening the bag, and that chemo drug was lost due to faulty tubing. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.